Manufacturer narrative:
Lot number not provided so device history record (DHR) review not possible. Sample not returned for testing so sample evaluation not possible. Trend analysis conducted and no adverse trends observed. Hollister is unable to determine the root cause of this reported event.

Event description:
It was reported that a patient who had a hollister anchorfast oral endotracheal fastener in place to secure a 7.5 cuffed endotracheal tube experienced a full thickness upper lip injury after the device had been in place for 14 days. It was reported that the injury was an erosive full thickness lesion and was surgically repaired after debridement. It was further reported that the anchorfast device was applied over facial hair, and the incisal surface of the maxillary central incisors (front teeth) were broken prior to anchorfast application. It was reported that the patient had an oral 14 fr tube attached to the et tube during use and that the anchorfast clamp was shuttled every 4 hours. Hollister has scheduled anchorfast product inservicing for the facility.